Event description:
It was reported "the iap has switched off and then automatically on while in use on patient. No adverse patient condition reported by the customer. Therapy has been completed replacing the iap with another available one". No patient injury or consequence reported. The patient's current condition is "unknown".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the iap has switched off and then automatically on while in use on patient. No adverse patient condition reported by the customer. Therapy has been completed replacing the iap with another available one". No patient injury or consequence reported. The patient's current condition is "unknown".

Manufacturer narrative:
Qn# (B)(4). The reported complaint for "the iap has switched off and then automatically on" is not able to be confirmed. The product was not returned for investigation. According to the service report, the cpu board and the on/off switch were replaced. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.